Manufacturer narrative:
This report is being supplemented to provide additional information and legal manufacture's (lm) investigation results. Correction to d2a and h8. Based on the results of the investigation, it is likely due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the telescope had a missing number ring. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.